Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the customer experienced low blood glucose of 40 mg/dl. The representative stated that the customer treated the low blood glucose with juice. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.